Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported that while changing the cartridge he noticed there was insulin in the pump compartment. Patient alleges the cartridge must have leaked while inside the pump. No adverse event reported. Requested return of the alleged device for evaluation